Event description:
It was reported that during an in-office visit there was difficulty interrogating this subcutaneous implantable cardioverter defibrillator (s-ICD) device. Technical services (ts) discussed troubleshooting efforts. Magnet application was not attempted due to beeper in device being disabled previously by the physician. Ts provided recommendations for a 60-60 reset; device completed 14 beeps, confirming reset complete. Clinician was not able to interrogate the device with 2 different programmers, and a different wand. The patient was instructed to return home and complete a patient-initiated interrogation (pii). The pii was completed. At this time there is no evidence of any out-of-range measurements. The physician will monitor the patient closely. The device remains implanted. No adverse patient effects were reported. New information was received that the clinics device technician marjolein called, advising ts that the patient came back to the clinic this morning for a follow up appointment. A new transmission occurred on (B)(6) 2024. The data shows normal power consumption, no out of range measurements and no system faults. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during an in-office visit there was difficulty interrogating this subcutaneous implantable cardioverter defibrillator (s-ICD) device. Technical services (ts) discussed troubleshooting efforts. Magnet application was not attempted due to beeper in device being disabled previously by the physician. Ts provided recommendations for a 60-60 reset; device completed 14 beeps, confirming reset complete. Clinician was not able to interrogate the device with 2 different programmers, and a different wand. The patient was instructed to return home and complete a patient-initiated interrogation (pii). The pii was completed. At this time there is no evidence of any out-of-range measurements. The physician will monitor the patient closely. The device remains implanted. No adverse patient effects were reported. New information was received that the clinics device technician marjolein called, advising ts that the patient came back to the clinic this morning for a follow up appointment. A new transmission occurred on (B)(6) 2024. The data shows normal power consumption, no out-of-range measurements and no system faults. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event.